Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of peritoneal dialysis therapy. During troubleshooting, it was revealed that the patient line was kinked and had not properly primed. The patient disconnected from therapy after the alarm occurred, and the technical services representative suggested that the patient should start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, damage to the patient line (kinked tubing) was reported which is known to cause this alarm. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.